Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the jaw in the front is broken off. The problem was noticed during reprocessing. No further information received. (B)(6) 2022 update: further information were provided that the reported event occurred during a surgery. The parts did not remain in the patient.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was found that the upper jaw is missing and a piece of the actuator was broken off near the attachment to the jaw. The broken fragments were not returned for evaluation. The cause remains undetermined, although a probable cause is attributed to the application of leveraging forces on the distal end of the device. Upon functional testing it was found that the actuator still functions.